Event description:
This incident was reported to the manufacturer by the patient with additional information supplied by the treating eye care professional. The patient reports continued issues with lens breakage, after or during use. Related to the lens breakage, the patient reports experiencing symptoms of discomfort, excessive tears, red eyes, fatigue, itching, burning, irritation, and headache and received medical attention various times. A physician's report from the treating location was provided by the patient which indicates that patient sought medical treatment on (B)(6) 2023 with symptoms of eye pain for two days prior and redness for two weeks prior and was diagnosed with corneal ulcer in the right eye (od). The patient was treated with levofloxacin eye drops and advised one month of contact lens use discontinuation. No further information on the event has been made available to date. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the diagnosis corneal ulcer of unknown type, severity or location, unknown patient outcome, and the potential for serious injury related to some corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed. Given the lack of available event and device details, no root cause established. The relationship between the coopervision device and the incident is unconfirmed.